Event description:
On (B)(6) 2009, the pt received a graft replacement surgery in the ascending-arch aorta to treat a thoracic aortic aneurysm. On (B)(6) 2009, the pt underwent a second procedure using a gore tag thoracic endoprosthesis to treat the thoracic aortic aneurysm. This was a planned staged procedure to land the tag device at the level of the vascular graft. A gore introducer sheath with silicone pinch valve was inserted from the right femoral artery and then the tag device was implanted through the sheath. The implantation was successful. When the physician pulled the sheath back, the right femoral artery was damaged. Images revealed an intimal dissection. The physician used a vascular graft to repair the damage. The right femoral artery was replaced with 8 mm ptfe graft. The pt tolerated the procedure. It was reported that the pt had stenosis in the right leg.

Manufacturer narrative:
The review of the mfg paperwork is being conducted.